Event description:
Soon after the installation of pacu, burn and neuro units we have had issues with nipb cuffs. Namely air in cuff errors. First thought it may have been an in-service issue or a bad hose. The nursing administrator in pacu had mentioned she was changing out cuffs too frequently. We had the accessory representative come in to perform an evaluation of the accessories. She had taken a couple of cuffs to be sent back for analysis. The next day she was let go and we never resolved the accessory issue. Spoke with philips who confirmed a potential problem with the cuffs leaking. Received a call from a head nurse who is requesting all of the cuffs be tested or changed in her unit due to nibp issues. She is not even aware or has been informed of the present situation. Philips had not initially contacted or made us aware of this potential problem. Our facility uses philips cuffs exclusively to avoid any issues with compatibility with your product. Some of our concerns are: documentation was provided from philips to assist in identifying and addressing this issue. Examples: lot #, size, etc.. This allowed us to let our caregivers to know what to do in the event of a cuff failure and what type and size cuff to be concerned about. Philips responded immediately. See below.